Manufacturer narrative:
The lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that on (B)(6) 2016 at 09:00am the patient obtained a result of "180mg/dl" on the subject meter. The patient manages her diabetes by self-adjusting her insulin doses and the reporter denied that the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated that an unknown time after the alleged issue occurred the patient "passed out" and at 09:30am on (B)(6) 2016 the emergency medical services (ems) were contacted who performed a blood glucose test on an ems meter which gave a result of "130mg/dl". Based on statistical methodology, the calculated difference in results exceeds lfs criteria for accuracy. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom suggestive of a serious hypoglycemic event after the alleged issue occurred.